Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During preparation for use, the device turned on and off by itself. The user replaced the power cord of the device to another one and the device worked properly. Other detailed information was not provided. There was no report of patient injury associated with the event.